Manufacturer narrative:
A review of the device¿s service history confirmed that no similar events have been reported since device date of manufacturing. Based on the investigation findings, the root cause of the event was attributed to an electric/electronic problem of the replaced component, most likely resulting from cumulative wear over time. The wearing of an electromechanical device can be attributed to specific use conditions at the customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during setup, a heater-cooler system 3t displayed an error message pump 1 is blocked (too slow, e07) on the oxygenator side (patient side). This reoccurred after turning the device off and on. The medical team elected to continue with another 3t device. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched the customer and confirmed that e07 appeared in the set temperature display frame on the patient side when the power was turned on. The stirring motor on the patient side was not working and was locked, so fse replaced the entire part: patient side bridge (including pump, stirring motor, and flow sensor). After replacement, 3t was calibrated (the temperature sensor) and heating and cooling tests were performed to confirm device worked per specification. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.